Event description:
It was reported that the patient presented in clinic with a right ventricular lead that exhibited high impedance and a charging problem. An x-ray was suggested. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that exhibited high impedance and a charging problem. An x-ray was performed. Further information was requested but not provided.